Event description:
As reported by the field clinical specialist during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, the sheath plus was exchanged for a non-cordis sheath. The operating team attempted to snare the valve for removal but was unsuccessful. It was then attempted to deploy the valve in the distal abdominal aorta, and this was also unsuccessful. The valve was partially expanded with an unknown balloon. A palmaz stent was delivered within the valve, but the palmaz would not adhere to the balloon and became separated. Eventually, the valve and palmaz stent were positioned side by side in the abdominal aorta, distal to the renal and above the iliac bifurcation. The palmaz was expanded to contain the valve. During this time, there was significant blood loss at the access site with hemodynamic instability leading to a transfusion protocol. Per the field clinical specialist, the blood loss was attributed to the use of multiple catheters and instruments through the hemostatic valve of the non-cordis sheath, making it incompetent. The access site was closed with additional closure devices and a covered stent. The vitals were stabilized, and hemostasis was achieved. A second valve was successfully deployed in the aortic annulus. Per report, the patient is doing well and recovered. There was no allegation of any device that caused the access site bleeding and hemodynamic instability. This report is sourced from medwatch report mw5155776.

Manufacturer narrative:
As reported by the field clinical specialist during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, the sheath plus was exchanged for a non-cordis sheath. The operating team attempted to snare the valve for removal but was unsuccessful. It was then attempted to deploy the valve in the distal abdominal aorta, and this was also unsuccessful. The valve was partially expanded with an unknown balloon. A palmaz stent was delivered within the valve, but the palmaz would not adhere to the balloon and became separated. Eventually, the valve and palmaz stent were positioned side by side in the abdominal aorta, distal to the renal and above the iliac bifurcation. The palmaz was expanded to contain the valve. During this time, there was significant blood loss at the access site with hemodynamic instability leading to a transfusion protocol. Per the field clinical specialist, the blood loss was attributed to the use of multiple catheters and instruments through the hemostatic valve of the non-cordis sheath, making it incompetent. The access site was closed with additional closure devices and a covered stent. The vitals were stabilized, and hemostasis was achieved. A second valve was successfully deployed in the aortic annulus. Per report, the patient is doing well and recovered. There was no allegation of any device that caused the access site bleeding and hemodynamic instability. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿stent dislodged¿ could not be confirmed as the device was not returned for analysis. The exact causes could not be determined. It is likely procedural factors, handling of the device during preparation, and/or vessel characteristics may have contributed to the reported event. However, without the return of the devices for analysis, it is difficult to draw a clinical conclusion between the devices and the event reported. The palmaz family of stents are intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch and/or for palliation of malignant neoplasms in the biliary tree. Several cordis palmaz genesis peripheral stent delivery systems are not indicated for use in the arcus aorta or the aorta descendens to the bifurcation aortae. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks/issues not described in the labeling. According to the safety information in the instructions for use for the palmaz family of stents which is not intended as a mitigation. ¿open the pouch and carefully extract the tray with the stent and delivery system, flushing needle and introducer tube. C. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube and flushing needle from the tray and discard the tray. D. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. When catheters are in the body, they should be manipulated only under fluoroscopy. The minimal acceptable sheath/guiding catheter french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer/guiding catheter than indicated on the label. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.